Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their quick sets and high blood glucose levels. The customer states their cannula was bent and their blood glucose levels had risen to 450mg/dl. The customer states they treated for the high with bolus. Troubleshoot was conducted. The customer is being sent replacement sets and serter.